Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No unexpected failed battery test alarm, battery out limit alarm or low battery alarm noted. Device had cracked battery tube threads, cracked case at reservoir tube window corners and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. Customer stated that her blood glucose was 290 mg/dl the day prior to call and then it dropped to 51 mg/dl. Customer stated that she had several battery issues. The customer was treated for the low blood glucose with food and glucose tablets. Customer¿s blood glucose level was 110 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer also reported a high blood glucose of 290 mg/dl and treated with insulin pump. Customer had low battery alert, battery out limit, and bad battery alarm in the insulin pump alarm history. Customer reported cracks on the insulin pump battery compartment and reservoir window that goes up to the buttons. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.